Manufacturer narrative:
The device was returned to zoll medical united kingdom. During the investigation it was noted that the reported issue of the central selection knob being seized and unable to turn was confirmed. The front button board, selector knob, and power knob were replaced to resolve the issue. Inspection found that the keys on the button board associated with the power knob and center dial were pressed inward, resulting in stiffness during operation. Sub-office was unable to provide pictures of mishandling. However, based on the findings reported, the cause was not due to normal wear and tear. No emerging trend based on similar reports.

Event description:
Complainant alleged that during biomed testing, the device was unable to switch modes. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.